Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie in drawer 4.1 was bad. A field service engineer (fse) swapped it to another position and put a known good cubie in the failing position. The fault followed the suspect cubie to a different known good position, and the known good cubie worked normally in the suspect position. Fse removed the bad cubie to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer pocket failed. However, there were no adverse events or injuries reported based on this event.